Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred during filling. The leak was stated to be between the luer adaptor and the blue winged cap. There was no patient involvement. No additional information is available.